Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had this inflatable penile prosthesis (ipp) removed due to pain. The procedure was successfully completed. There were no further patient complications reported.